Manufacturer narrative:
Parts not returned, resolution confirmed on call. Resolution confirmed on call.

Event description:
Medtronic received information regarding a navigation system being used during a monteris procedure. It was reported that the site used a medtronic vertec arm and pad to line up the trajectory. They did not take the vertec arm off when they took an intra-op MRI scan and were unable to get sufficient images. The site canceled the case after the patient was under anesthesia for more than an hour. The issue was suspected to be due to the site not taking the vertec arm off when doing scans. The issue occurred intra/peri-operatively with greater than one hour delay to surgical time. Surgery was aborted but there was no reported impact on patient outcome.